Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00142: screw 1, 3025141-2021-00144: plate and 3025141-2021-00145: driver handle.

Event description:
The surgeon was implanting a coronoid plate into the patient. At surgeons preference, she wanted to use 2.7 nonlocking screws to fill the distal holes on the coronoid plate, stating she needed the screws to push the plate down. She drilled a hole with 2.0 drill and then filled it, using a 2.7 non-locking screw (30mm). The screw head snapped just before getting down to the plate. Screw portion was left in the patient, as she was not able to remove it. She then went to place another 2.7 mm non-locking screw and similar event happened. She stated that the driver felt very tight and the screw head snapped right before getting down to the plate. Tried to remove screw but was unsuccessful. There was an hour long delay, attempting to remove the screws.

Event description:
The surgeon was implanting a coronoid plate into the patient. At surgeons preference, she wanted to use 2.7 nonlocking screws to fill the distal holes on the coronoid plate, stating she needed the screws to push the plate down. She drilled a hole with 2.0 drill and then filled it, using a 2.7 non-locking screw (30mm). The screw head snapped just before getting down to the plate. Screw portion was left in the patient, as she was not able to remove it. She then went to place another 2.7 mm non-locking screw and similar event happened. She stated that the driver felt very tight and the screw head snapped right before getting down to the plate. Tried to remove screw but was unsuccessful. There was an hour long delay, attempting to remove the screws.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00142: screw 1, 3025141-2021-00144: plate and 3025141-2021-00145: driver handle.